Manufacturer narrative:
.

Event description:
The patient reported withdrawal symptoms that started in 2009. The following symptoms were reported: sneezing, high blood pressure, bad smells, can't eat, diarrhea. She was not due to be refilled until the next week.. Three days later, her pump was refilled. It was noted that at the time, there were still 3mls left in the pump. She received a bolus at refill and she was fine. She reported that the next day she started going through withdrawal again. She then received another bolus and the symptoms stopped. Two days later, the symptoms were back. No alarms were noted. A cap dye study did not reveal a fracture; the healthcare professional (hcp) was suspecting the catheter was blocked. A roller study completed six months before had been normal. The patient was being monitored daily by the hcp's office. The patient was at home in fair condition. The pump was used to deliver dilaudid. Additional information has been requested.